Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Tritanium cup became stuck on insertion handle and would not disengage.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding a tritanium shell that would not disengage from the insertion handle was reported. The event was not confirmed. Method & results: device evaluation and results: the device is functionally acceptable. The shell was threaded onto the handle and unthreaded several times without any issues. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event could not be replicated. The exact cause of the event could not be determined because the handle was not returned.

Event description:
Tritanium cup became stuck on insertion handle and would not disengage.